Manufacturer narrative:
Other applicable components are: product ID: 97791, serial# unknown, product type: accessory. Product ID: 3550-29, serial# unknown, product type: accessory. Product ID: 977a2, serial# unknown, explanted: (B)(6) 2018, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had a lead revision of their percutaneous lead system. The plan was to explant the patient and implant a new lead. Additional information provided stated that the reason for the lead revision was due to lead migration. A new lead was not placed due to the patient's anatomy. No further complications were reported or anticipated. The issue was resolved. No symptoms were reported.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that after {1} physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {1} overdischarge(s). Analysis of the lead (unknown) found that the stim lead body was cut through, product segmented and no significant anomalies. Concomitant medical products: product ID: 97791, product type: accessory. Product ID: 3550-29, product type: accessory. Product ID: 977a260, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.